Event description:
Surgeon removed mesh from abdomen which had separated and attached to patient's liver. Patient experienced extreme pain, foul odor and severe infection in affected area. Dates of use: (B)(6) 2008 - (B)(6) 2009. Diagnosis or reason for use: desmoid tumor.